Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience prox 2.25 x 23, resolute integrity 3.0x15. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The other 2.25 x 23 xience prox is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that during the procedure on (B)(6) 2017 the patient presented with stable angina. A 2.25 x 23 mm and 2.50 x 12 mm xience prox stents were deployed successfully in the first diagonal artery. In preparation for a planned surgical procedure, dual antiplatelet therapy (dapt) was interrupted about one month prior to surgery. On (B)(6) 2017 the patient presented with acute coronary syndrome with st elevated myocardial infarction (stemi) and the planned surgery was performed; however, the patient lost a lot of blood, and in-stent thrombosis was observed, yet remains unclear in which stent the thrombosis occurred. The patient suffered a cardiac arrest and cardiopulmonary resuscitation (CPR) was performed during the procedure. Nonetheless, the thrombosis was treated successfully with percutaneous transluminal coronary angioplasty (ptca). However, pulseless electrical activity (pea) occurred postoperatively and the patient expired due to asystole. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, myocardial infarction and thrombosis are listed in the xience pro x everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the intially filed MDR report, additional information was obtained stating that the planned surgery was not performed on (B)(6) 2017 due to in-stent thrombosis being observed.